Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was out of calibration. The system fan was noisy. The power cord bay and media bay door were broken and the handle covers were cracked. The hard drive was reconfigured. The software . All found defective parts were replaced and all other identified issues were resolved. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate, the stylus was replaced, and the disk was loaded but this failed to resolve the issue as the cursor and stylus were still misaligned. The programmer was returned for service. There was no patient involvement.